Event description:
The defibrillator paddles were charged to 200 joules to defibrillate the patient who was having ventricular tachycardia. When paddles were placed on the patient's chest, the light on the charge switch began to blink and there was no discharge of energy. A second defibrillator was used to successfully defibrillate the patient.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service, none or unknown. Invalid data - on device destroyed/disposed of status.